Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the extension line was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the extension line was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension line was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned an opened hemodialysis kit containing a connection assembly, dilator, catheter body, and swg assembly for evaluation. Visual inspection of the connection assembly revealed a large crack in the arterial (red) luer hub. The connection assembly was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp." Both lumens were flushed with a water filled lab inventory syringe. When the arterial lumen was flushed water leaked from the crack. The venous lumen flushed as expected. A manual tug test confirmed both the arterial and venous luer hubs were securely attached to their lumens. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The complaint of a cracked luer hub was confirmed by a complaint investigation of the returned sample. The arterial (red) luer hub was found to contain one crack in it. The damage was consistent with the luer being overtightened. Water leaked from the crack when flushed. A device history record review was performed, and no relevant findings were identified. Based on the sample returned, and that the defect occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.